Event description:
It was reported that the bd discardit¿ ii syringe had air bubbles in the barrel. This event occurred 20 times. The following information was provided by the initial reporter: "syringes are getting air & creating bubbles inside the barrel."

Manufacturer narrative:
The manufacturing location for this product is (bawal, india or cazin, bosnia). This site is not registered with the FDA. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had air bubbles in the barrel. This event occurred 20 times. The following information was provided by the initial reporter: "syringes are getting air & creating bubbles inside the barrel."

Manufacturer narrative:
H6: investigation summary: there are no samples and no photograph along with the reported complaint of leakage (air bubble). The investigating team has used the retention samples of material number 300852 and lot number 2150640 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for leakage (air bubble) and no leakage (air bubble) was found in the ten retention samples. The complaint of the reported defect could not be confirmed. Since the complaint is about the functionality of the product, due to lack of sample or photograph the complaint could not be confirmed and no further investigation could be carried out on this complaint.